Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl. Cause was not known. Reportedly, the patient woke up and was "excessively sweating" due to bg level. Customer consumed fast acting glucose tablets and bread to address bg and bg rose to 78 mg/dl. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.